Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, h2, d3, h6, h11. The device was returned to olympus for inspection. The complaint was confirmed, and the device has no image due to plug unit not responding to the image. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure indicating expected or random component failure without any design or manufacturing issue is due to an electrical/electronic component problem identified - the performance of an electrical or electronic component was found to be inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope exhibited no images shown (broken). The issue occurred during preparation for use and before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.